Event description:
Skin irritations under nose (looked like staph) began within a month of using my dream station CPAP machine. Called doctor's office to see if switching types of mask or nasal applicator would help. It did not. Medical equipment person said to try cleaning equipment more and be sure to clean face before using mask. Finally called dermatologist who recommended using cortisone cream on affected area. It cleared it up somewhat. Headaches in the morning and during the night were common (thought it was the head strap being too tight so woke up frequently to readjust). Nasal congestion every morning and coughing and drainage are common occurrence. Eye irritation and dryness every morning due to air flow in eyes. Have stopped using CPAP mask based on recall notice and that it was verified through the serial number that my machine was affected. Will be calling my sleep doctor in the morning to find out what to do now that I cannot use the CPAP machine philips dreamstation respironics. FDA safety report ID # (B)(4).